Event description:
An impella cp was inserted via the left femoral artery in a 40-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock. At the time of device placement, the patient was classified as society for cardiovascular angiography and interventions stage e cardiogenic shock. The device was placed emergently through a 16 french cook introducer sheath that had previously been positioned in the left femoral artery. The patient required significant hemodynamic and respiratory support including venoarterial extracorporeal membrane oxygenation, an intra-aortic balloon pump, inotropic medications, vasopressor medications, and mechanical ventilation for respiratory support. During the course of support, the patient experienced ischemia, reported as the patient experience related to the pump. To address limb perfusion concerns associated with large-bore femoral access and concurrent mechanical circulatory support, distal perfusion catheters were placed in both groins to maintain blood flow to the lower extremities. The clinical team performed surgical intervention to manage the ischemic complication and support limb perfusion. A comprehensive review indicates that the patient presented with acute myocardial infarction and cardiogenic shock. Requiring multiple mechanical circulatory support modalities, including venoarterial extracorporeal membrane oxygenation, intra-aortic balloon pump support, vasopressors, inotropes, and ventilatory support, reflecting a critically ill patient with elevated risk for vascular complications related to large-bore vascular access. Three days after the impella was inserted, the patient expired on support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock., along with stage e shock.

Manufacturer narrative:
B1/b2, b5, d6b, h1, and h6 updated. The investigation is still ongoing.

Event description:
Updated clinical rationale: (updated 2026-4-8). An impella cp was inserted via the left femoral artery in a 40-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock. At the time of device placement, the patient was classified as society for cardiovascular angiography and interventions stage e cardiogenic shock. The device was placed emergently through a 16 french cook introducer sheath that had previously been positioned in the left femoral artery. The patient required significant hemodynamic and respiratory support including venoarterial extracorporeal membrane oxygenation, an intra-aortic balloon pump, inotropic medications, vasopressor medications, and mechanical ventilation for respiratory support. During the course of support, to address limb perfusion concerns associated with large-bore femoral access and concurrent mechanical circulatory support, distal perfusion catheters were placed in both groins to maintain blood flow to the lower extremities. The clinical team performed surgical intervention to support limb perfusion. A comprehensive review indicates that the patient presented with acute myocardial infarction and cardiogenic shock. Requiring multiple mechanical circulatory support modalities, including venoarterial extracorporeal membrane oxygenation, intra-aortic balloon pump support, vasopressors, inotropes, and ventilatory support, reflecting a critically ill patient with elevated risk for vascular complications related to large-bore vascular access. Three days after the impella was inserted, the patient expired on support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock., along with stage e shock. An impella cp was inserted via the left femoral artery in a 40-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock. At the time of device placement, the patient was classified as society for cardiovascular angiography and interventions stage e cardiogenic shock. The device was placed emergently through a 16 french cook introducer sheath that had previously been positioned in the left femoral artery. The patient required significant hemodynamic and respiratory support including venoarterial extracorporeal membrane oxygenation, an intra-aortic balloon pump, inotropic medications, vasopressor medications, and mechanical ventilation for respiratory support. During the course of support, to address limb perfusion concerns associated with large-bore femoral access and concurrent mechanical circulatory support, distal perfusion catheters were placed in both groins to maintain blood flow to the lower extremities. The clinical team performed surgical intervention to support limb perfusion. A comprehensive review indicates that the patient presented with acute myocardial infarction and cardiogenic shock. Requiring multiple mechanical circulatory support modalities, including venoarterial extracorporeal membrane oxygenation, intra-aortic balloon pump support, vasopressors, inotropes, and ventilatory support, reflecting a critically ill patient with elevated risk for vascular complications related to large-bore vascular access. Three days after the impella was inserted, the patient expired on support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock., along with stage e shock.

Manufacturer narrative:
B5 updated to reflect additional information (ischemia removed). Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
H6. Health effect - clinical code added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative an impella cp was inserted via the left femoral artery in a 40-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock. At the time of device placement, the patient was classified as society for cardiovascular angiography and interventions stage e cardiogenic shock. The device was placed emergently through a 16 french cook introducer sheath that had previously been positioned in the left femoral artery. The patient required significant hemodynamic and respiratory support including venoarterial extracorporeal membrane oxygenation, an intra-aortic balloon pump, inotropic medications, vasopressor medications, and mechanical ventilation for respiratory support. During the course of support, the patient experienced ischemia, reported as the patient experience related to the pump. To address limb perfusion concerns associated with large-bore femoral access and concurrent mechanical circulatory support, distal perfusion catheters were placed in both groins to maintain blood flow to the lower extremities. The clinical team performed surgical intervention to manage the ischemic complication and support limb perfusion. A comprehensive review indicates that the patient presented with acute myocardial infarction and cardiogenic shock. Requiring multiple mechanical circulatory support modalities, including venoarterial extracorporeal membrane oxygenation, intra-aortic balloon pump support, vasopressors, inotropes, and ventilatory support, reflecting a critically ill patient with elevated risk for vascular complications related to large-bore vascular access. The patient survived.